Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4).) On (B)(6) 2017. The most recent information was received on 22-jan-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of dysmenorrhoea ('old dysmenorrhea') and angioedema ('angioedema') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced angioedema (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), food allergy ("frequent allergic reactions (to various foods or medicinal products)"), drug hypersensitivity ("frequent allergic reactions (to various foods or medicinal products)"), face oedema ("facial oedema") and asthenia ("severe asthenia"). The patient was treated with surgery (essure removed). Essure was removed on 30-jul-2018. At the time of the report, the dysmenorrhoea, angioedema, food allergy, drug hypersensitivity, face oedema and asthenia outcome was unknown. The reporter provided no causality assessment for angioedema, asthenia, drug hypersensitivity, dysmenorrhoea, face oedema and food allergy with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. Quality-safety evaluation of ptc: unable to confirm complaint~ further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-aug-2017. The most recent information was received on 24-dec-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of dysmenorrhoea ('old dysmenorrhea') and angioedema ('angioedema') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced angioedema (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), food allergy ("frequent allergic reactions (to various foods or medicinal products)"), drug hypersensitivity ("frequent allergic reactions (to various foods or medicinal products)"), face oedema ("facial oedema") and asthenia ("severe asthenia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, angioedema, food allergy, drug hypersensitivity, face oedema and asthenia outcome was unknown. The reporter provided no causality assessment for angioedema, asthenia, drug hypersensitivity, dysmenorrhoea, face oedema and food allergy with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-dec-2019: as per follow-up information received, case (B)(6)(legacy device report number 2951250-2019-13352) was identified as a duplicate of this case. All the information from deleted case (B)(6) has been transferred to this case. New reporters added, essure was removed on (B)(6) 2018; new events old dysmenorrhea, frequent allergic reactions (to various foods or medicinal products), facial oedema and severe asthenia added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.